Event description:
It was reported that the pump alarmed missing cassette. No patient injury was reported.

Manufacturer narrative:
B3 unknown. One device was returned for analysis. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) showed multiple no disposable alarms between february 8 to may 23,2024. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream sensor. As a result, the downstream sensor was replaced and the upstream sensor was re-calibrated. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.